Event description:
A medtronic representative reported that, while being used in a spine procedure, a lumbar probe tip was twisted. No further details regarding the damage, or how it occurred, were provided. A thoracic probe was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.